Manufacturer narrative:
The returned device was evaluated. The sensor failed visual inspection and continuity testing. The damage observed caused an intermittent open connection on the emitter circuit. When the intermittent connection was held in normal operation, spo2 and pulse rate values were displayed. The measured values were within specifications. When the intermittent connection was manipulated into an "open" condition, there were visual and audible alarms present.

Event description:
It was reported that the displayed spo2 value was 92-93%. The same patient measured a value of 99% spo2 when compared to a disposable sensor. It was also noted that the measurement would initially not come up; after pushing the connector junction, the measurement displayed. There is no report of any patient impact or consequence as a result of the issue.